Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 34 events were reported for this quarter. Product return status 2 devices had investigation types that have not yet been determined. 32 devices were received. Evaluation findings (results/components) 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable 32 devices: wear problem / bearings product disposition 32 devices: scrapped by stryker 2 devices: product disposition is not yet determined additional information 34 devices were not labeled for single-use. 34 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 34 events for the failure: detachment of device or device component. - 2 events had problem identified before clinical use/exposure; there was no patient involvement. - 31 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99463. Supplemental rationale: corrected data: b5, h6, h11. 34 previously reported events were included in this follow-up record. Product return status: 2 devices were not available for evaluation. 32 devices were received. Evaluation findings (results/components): 2 devices: no findings available / part/component/sub-assembly term not applicable. 32 devices: wear problem / bearings. Product disposition: 2 devices: product not received. 32 devices: scrapped by stryker.

Event description:
No change.